Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to calibrate pump. Troubleshooting was performed and customer was advised that calibration cannot be accepted when blood glucose was high. Insulin pump passed self-test. Customer¿s blood glucose level was 495 mg/dl. Customer was later able to calibrate and blood glucose transferred to insulin pump. At that time, customer's blood glucose was 131 mg/dl. Customer was advised to monitor insulin pump and call back should issue persist. Insulin pump would not be returned.